Manufacturer narrative:
An event of pericardial effusion was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined; however, information from the field indicated it was believe to have been caused by erosion.

Event description:
On (B)(6) 2018, a 14 mm amplatzer septal occluder (aso) was implanted without issue. On (B)(6) 2018, a pericardial effusion was noted during an echocardiogram. The patient was taken to surgery where a median sternotomy was performed. Opening of the pericardium evidencing a tamponade and a compressive hemorrhage. The bleeding was not abundant but persistent but coming in the non coronary valsalva sinus junction with the right atrium¿s roof. The aso was explanted and the atrial and aortic fissure's were repaired with one stitch and the defect was surgically closed with a dacron patch. Per report, the defect/communication was high. The patient is reported to be stable.

Event description:
On (B)(6) 2018, a 14 mm amplatzer septal occluder (aso) was implanted without issue. On (B)(6) 2018, a pericardial effusion was noted during an echocardiogram. The patient was taken to surgery to drain the effusion, the aso was explanted and the defect was surgically closed. It is believed that the effusion was caused by erosion, as the defect/communication was too high. The patient is reported to be stable.